Event description:
Related to tw (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) could not be loaded properly. The seal could not be compressed as described in the operating instructions and did not remain in the prescribed position. A new device was used to complete the procedure.

Manufacturer narrative:
E1: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4 unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)". The device was returned to the factory for evaluation on 09/17/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock was off, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the delivery device but not in its normal seated position and in an opened state. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000400694 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.